Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the consumer reported that he had just increased and then decreased the settings and it was frozen on the screen with a circle. Troubleshooting had the patient remove and reinsert the battery and the issue was resolved. The indication for use was non-malignant pain. No patient symptoms reported. Additional information was received from the patient on (B)(6) 2019. The patient reported that he had noticed that he was getting very inconsistent pain relief and thought that this may be due to an issue with his controller. The patient reported that the onset of pain was sudden. The patient stated that he started to check his controller during those times when his pain started to get bad and when he would open up his controller, he noticed the controller had changed him to a different group on its own or it had randomly turned off his stimulation on its own. The patient stated that he has group a, b, c and at first he thought he himself was accidently changing the groups, but then he realized it wasn't him doing it, it was the controller. The patient reported that for example, the patient would be on group c but then open his controller a few hours later and be on group b without out touching anything. The troubleshooting that was already performed was the patient stated that he had taken the lithium battery pack out to reset the controller and patient services advised in a previous call that if the issue continued to call back for replacement equipment. The patient stated that he had tried this, and the issue had not resolved. The patient was transferred to repair for a replacement controller. The patient noted that he has a healthcare provider (hcp) appointment on (B)(6) and that he would like a manufacturer representative (rep) to be there. No further complications were anticipated/reported.